Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display was black. Reportedly, there was a few pixels visible on the right side of touchscreen and a row of light visible on the left. Customer's blood glucose level was 157 mg/dl. Reportedly, customer has a back up pump for insulin therapy.